Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge their pump with their tandem issued usb cable. There was no reported impact to the customer's blood glucose level. Reportedly, the cable was replaced to address the issue.